Event description:
User reported 6 false positive results. Negative pcr. This is report 1 of 6.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02059, 2058, 2057, 2056, 2055: test 2, 3, 4, 5, 6 of 6).

Event description:
User reported 6 false positive results. Negative pcr. This is report 1 of 6.